Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient deceased naturally while in the nursing home. There is no known allegation from a health care professional that suggests that the death was device related. No additional information was reported.